Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient asked for the most recent replacement date for his device. He mentioned that he liked to stay on top of it and get them replaced every two years because they die so quickly. The patient's indication(s) for use were unknown. Additional information was received from a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. The patient clarified that his device didn't die, it shut off. It was also stated that the patient's talking got bad, his arms started shaking, his legs got bad, and he had a horrible experience. Please see report number 3007566237-2016-02720.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.